Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2024 by the orthopaedic journal of sports mediine titled ¿comparison of locking-loop suture bridge repair and single-row suture anchor repair in small to medium rotator cuff tears: a prospective cohort study with clinical and ultrasound evaluations.¿ the study reviewed forty-four (44) patients who underwent shoulder procedures using arthrex corkscrew devices. Two (2) patients were documented to have experienced revision resulting in an additional surgery and three (3) patients experienced superficial stitch abscess resulting in bio-incompatibility during the twenty-four (24) month follow-up period. Ref: wang, y. C., et al. (2023). "Comparison of locking-loop suture bridge repair and single-row suture anchor repair in small to medium rotator cuff tears: a prospective cohort study with clinical and ultrasound evaluations." Orthop j sports med 11(1): 23259671221142242.